Event description:
It was reported that when stimulation was on, there was a lack of therapeutic effect. Impedance measurements were in a normal range except for electrode 0-4 which were >4000 ohms. Further impedance testing showed that all connections were good. Other diagnostics were done to determine the cause of the issue. A reprogramming was done and coverage was obtained in the pt's foot. The pt was seen by their healthcare provider (hcp) and was considering a revision and replacement. Further info rec'd indicated that electrode 4 appeared to be an open circuit. It was reported that channel 1 (0-3), when used, only provided hip coverage and not full leg coverage. Also, channel 3 (4-7) provided no stimulation at all. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).